Event description:
It was reported that the delivery system became stuck. The 90% stenosed target lesion was located in the non-tortuous and non-calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, it was noted that the delivery system became stuck with a non-boston scientific filterwire. The stent could not be deployed, and pulled out the stent with the delivery system together. After the overall withdrawal, the stent was dislodged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the delivery system became stuck. The 90% stenosed target lesion was located in the non-tortuous and non-calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, it was noted that the delivery system became stuck with a non-boston scientific filterwire. The stent could not be deployed, and pulled out the stent with the delivery system together. After the overall withdrawal, the stent was dislodged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E.1.: initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions of use (IFU). The device was returned loaded on to the customer's guidewire and was unsheathed. The investigator was unable to remove the guidewire from the device when unsheathed. The investigator retracted the stainless-steel shaft and was able to remove the guidewire without any issues. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There was no issues noted with the stent cups or stent holders. This concludes the product analysis.

Event description:
It was reported that the delivery system became stuck. The 90% stenosed target lesion was located in the non-tortuous and non-calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, it was noted that the delivery system became stuck with a non-boston scientific filterwire. The stent could not be deployed, and pulled out the stent with the delivery system together. After the overall withdrawal, the stent was dislodged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated a1: patient identifier. Updated e1: initial reporter zip/post code. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions of use (IFU). The device was returned loaded on to the customer's guidewire and was unsheathed. The investigator was unable to remove the guidewire from the device when unsheathed. The investigator retracted the stainless-steel shaft and was able to remove the guidewire without any issues. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There was no issues noted with the stent cups or stent holders. This concludes the product analysis.